Event description:
As reported per phone conversation 9/03. While in use on a pt. A member of the hosp staff, noticed smoke around manometer of the ht50 ventilator. After looking more closely he then noticed smoke coming from the electrical inlet where the power cord is connected to the unit. The pt was immediately removed from the ventilator. Staff states the pt suffered no injury as a result of the incident.